Manufacturer narrative:
While the clinician has stated the issue to be "definitely device related", based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. Based on the available information, no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent the laparoscopic repair of an umbilical hernia. The hernia defect was repaired with a phasix st mesh. The mesh was fixated with non bard/davol mechanical fixation. The mesh was positioned at least 5cm beyond the margins of the defect. On (B)(6) 2018 - during the patient's 18 month follow up visit he was assessed with a possible umbilical hernia recurrence, which was later confirmed via CT scan. The ae is assessed by the clinician as mild in severity. Definitely device related and not procedure related. No action has been taken at this time and the ae is assessed as not recovered/not resolved.